Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The needle holder cev500t5 dia 5mm tungsten (cev500t5) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the investigation shows that the movable jaw is broken at the front and rear. It was also observed that a break had occurred prior before the final break. These elements indicate a progressive degradation of the jaw before the final failure. Root cause analysis: the instrument was manufactured on february 28, 2022, acquired by the client in april 2022, and then repaired on july 23, 2024. During this repair, the tungsten plates on the jaws were replaced. This operation may have weakened the jaws. This initial weakening could have promoted progressive oxidation over the course of cleaning and reprocessing cycles. The oxidation further weakened the jaw structure. Under these conditions, the application of significant mechanical stress during the repair led to the instrument's breakage. The immediate cause was a mechanical stress exerted on the instrument during the procedure. The root cause was the weakening of the jaw during the repair, combined with the cumulative effects of successive cleanings leading to progressive oxidation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a laparoscopic sleeve gastrectomy, the needle holder (B)(6) dia 5mm tungsten (B)(6) experienced a device failure in which the needle holder tip broke off and fell into the abdomen while suturing. The detached tip was located and retrieved without complication. A radiological examination (xray) was performed to verify complete retrieval. The incident extended the procedure by approximately 35 minutes. Another needle holder was used to complete the suturing. The patient is reported to be doing well, with no injuries or death associated with the event.